Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Event description:
It was reported that the patient underwent a primary total hip arthroplasty with surefit stem and 32 mm +5 head and trident cup. The patient later presented with a painful right hip and required a revision due to possible trunnionosis and possible pseudotumor. Initial reporter confirmed trunnionosis was present & pseudotumor was sent to pathology for analysis.